Manufacturer narrative:
Additional information: h3, h6, h10 h10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed leakage from the access line at the level of the screwed connector. The specific defect that allowed the leak was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted. Report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line and filter connection of a prismaflex m60 set during priming. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.